Event description:
Reported by the complainant as follows. The original trial of convex moldable skin barriers (sent to her end of may/2007) had gone well, and she then purchased a box of the product. She had used about 5 skin barriers from the box when the problems started. It was because she developed a fever of 40 c and had blood in urine and abdominal pain that she sought treatment in the emergency room. She has now finished the antibiotics, the urine is clear and she has no more abdominal discomfort and no fever. She felt that the uti was caused by the moldable convex product. She stated "the material squeezed the stoma and I noticed there was less urine in the bag".